Manufacturer narrative:
Correction: please retract this report 2017865-2025-96999. Upon serial number identification, it was confirmed that the lead was previously reported as 2017865-2025-14645.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received only the distal portion of the lad was returned in one piece. Final analysis found that during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 14.4-15.0 and 16.0-16.5 cm from distal tip. No other anomalies were noted with the exception of procedural damage.